Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 200 mg/dl. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind and displacement test. The insulin pump had cracked case at the display window corners, cracked case at reservoir tube window corners, broken belt clip slot, broken battery tube threads, minor scratches on the lcd window and missing the endcap sticker.